Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: (B)(6) 2008, explanted: unk.

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv): arv: 33, erv: 12.5. Per reporter pump was to be replaced today. Drug delivered via the device was fentanyl, clonidine, and baclofen.